Event description:
Additional information was received from a foreign healthcare provider via a company representative. The catheter was replaced on (B)(6) 2023. The issue was withdrawal symptoms were resolved. The patient left the emergency room (ER) on (B)(6) 2023. The catheter would not be returned to the manufacturer as the healthcare provider discarded it.

Manufacturer narrative:
Continuation of d10: product ID 8780, lot# 0212099138, implanted: (B)(6) 2016, explanted: (B)(6) 2023, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# 0212099138 implanted: (B)(6) 2016 product type catheter; ubd: 2018-09-21; UDI: (B)(4). H6: the previously applied device code a26 is no longer applicable regarding additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The catheter lot number and catheter implant date were provided. Two catheter revisions were made on (B)(6) 2023. The first revision made in operating room under x-ray was through the catheter access port (cap). The healthcare provider tried to aspirate the drug from the cap, but it was it was very difficult to obtain the drug. After that he decided to inject contrast medium through the cap. The injection of 1 ml was very difficult and the radiopaque solution was detected on the trajectory of catheter to the tip. The healthcare provider suspected a partial kink on catheter and programed a new revision in the afternoon. Meanwhile, patient remained in recovery room with constant monitoring. In the second revision, the healthcare provider opened the pump incision pocket and found a kink of the catheter just behind the pump, so he decided to improve the catheter position for avoiding future kink. The healthcare provider decided to disconnect the catheter form the pump connector for checking lcr exit, and they obtained lcr successfully. They then connected the catheter to the pump and programed a priming bolus of 8 hours. The patient spent the night in the hospital. The next day there were no withdrawal symptoms, and because of that the patient was sent home. The cause of the issue was a kink in the catheter which was noted as having been resolved. As the device remained implanted and in-use, it would not be returned to the manufacturer. However, additional information was later received from the healthcare provider via a company representative on 2023-aug-22. The healthcare provider informed that last night the patient presented withdrawal symptoms of malaise, anxiety and increase in chronic pain. At the moment patient remains in the ER with intravenous morphine, waiting the administrative authorization of catheter replacement.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine (concentration: 7,500.0 mcg/ml, dose rate: 2,194.8 mcg/day) and bupivacaine (concentration: 1,250.0 mcg/ml, dose rate: 365.8 mcg/day) via an implantable pump. It was reported that the pump was replaced on (B)(6) 2023. The exit of "lcr" from the catheter was checked and there were no complications with the procedure. The morning of (B)(6) 2023, the patient¿s family however referred withdrawal. Symptoms of withdrawal included malaise, anxiety, and an increase in usual chronic pain. The healthcare provider was contacted on (B)(6) 2023, and they told the patient go to the emergency room (ER) because of the withdrawal symptoms. The patient required hospitalization. At the moment the patient remained in the ER with intravenous morphine waiting for administrative authorization of a catheter revision procedure. No diagnostics / troubleshooting was performed. Factors that may have led or contributed to the issue were unknown. The issue was unresolved as of (B)(6) 2023.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# unknown serial# unknown implanted: unknown explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: unknown, ubd: unknown, UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.